Event description:
Scorpio nrg tka was replaced due to the infection after one year from primary operation. The surgeon requests the investigation of the wear of the insert.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.